Event description:
Patient presented to the physician with pain at the ipg site after significant weight loss. Due to the weight loss, the patient no longer had apnea. Physician removed the entire inspire system on (B)(6) 2021. During surgery, the device was found to have twisted in the pocket.